Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse instructed the customer to reseat the endoscope and press the clutch button on the arm with endoscope installed; following these actions, the issue was resolved and normal functionality was restored. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.

Event description:
It was reported that during da vinci-assisted surgical procedure, the endoscope orientation flipped. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to remove the endoscope and press the clutch button on the arm where the endoscope was installed, the issue was resolved by reinstalling the endoscope onto the arm. The procedure was completed with no reported injury.